Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed). (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that during the implant of the left ventricular (lv) lead there were positioning difficulties. The lead was removed and replaced. The second lv lead was placed but became dislodged during the procedure. This lead was removed, but not replaced reportedly due to time constraints. No patient complications were reported as a result of this event.